Manufacturer narrative:
(B)(4). The homechoice device was returned and evaluated by the product analysis lab (pal). A device history review revealed no issues that could have caused or contributed to this issue. An internal/external inspection was performed and the device passed, along with all of the electrical testing. A short simulated therapy was performed. The fluid volumetric accuracy test was performed and failed with the original piston foam. The original piston foam was removed and inspection revealed that the piston foam was deteriorated. The evaluation concluded that the cause of the failed fluid volume accuracy testing was the deteriorated piston foam which was to be scrapped. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, a baxter technician determined the device failed fluid volume accuracy testing. No additional information is available.